Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator did not power up and did not work. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board was out of specification. It was also noted that the battery latches were contaminated. Further analysis was performed on the main pcb. This analysis found that the atypical behavior was caused by an integrated circuit component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.